Event description:
A medwatch report was received on behalf of a patient stating, "it was reported that patient had small sharp pieces of the algidex ag foam disk over central line catheter site came loose on his skin under the disk (device adhesion issue), poke, hurt and caused itching (catheter site discomfort, catheter site pain, and catheter site pruritus)."

Manufacturer narrative:
A medwatch report was received on behalf of a patient stating, "it was reported that patient had small sharp pieces of the algidex ag foam disk over central line catheter site came loose on his skin under the disk (device adhesion issue), poke, hurt and caused itching (catheter site discomfort, catheter site pain, and catheter site pruritus)." Deroyal industries, inc. Requested return of the device, however, it was unable for return. Because the sample, product number, nor the lot number were provided, the specific device history record could not be referenced for the investigation. For this investigation, the 46-iv22 IV catheter patch was used as it is deroyal's most commonly sold patch. An inspection was performed on 26 cases of 46-iv22. All were found to be within specification and with no discrepancies. Work in process algidex products were also inspected and checked to ensure that no sharp pieces of algidex could be identified on ag sheets or on the IV patches in production. All were found to be within specification and with no sharp pieces of algidex. Similarly the algidex mixture was inspected for sharp pieces and non-conformities. It was found that the mix had a very smooth texture when it was spread onto the foam and there were no sharp pieces of algidex in the mixture that would confirm the customer's complaint. A complaint to sales ratio was conducted over the past two years and found to be (B)(4). Root cause: because the sample, product number, nor the lot number were provided, and no issues were found within the manufacturing process, no root cause was able to be determined. Corrective and preventive actions: because no root cause was able to be determined, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time we will provide follow up report if additional information becomes available.